Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that a flipcutter iii from an ar-1288qis-90 quadlink implant system, cutting edge broke off expanding the arms of the shaft, while drilling the femoral tunnel. This failure caused a delayed in the case trying to squeeze the arms small enough to come out through the drill sleeve. This was discovered during a procedure.